Event description:
Company field service engineer reported, on behalf of the customer, that the gantry moved slightly unintended, after power off. No patient involvement or injury.

Manufacturer narrative:
The company service engineer replaced the gantry motor. Awaiting analysis of returned component. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).